Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of cardiac (atrial) perforation, hypotension, pericardial effusion and death as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. A definitive cause for the reported atrial perforation cannot be determined. The reported pericardial effusion is likely due to the reported atrial perforation. Additionally, the reported hypotension is a cascading effect of the pericardial effusion. The reported patient death may possibly be related to the procedural circumstances and the patients declining health after the procedure as the patient died due to septic shock followed by multi-organ failure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The clip delivery systems (80508u192) and the steerable guide catheter are filed under separate medwatch report numbers.

Event description:
This is filed for death and pericardial effusion requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) 80508u192 was advanced and the clip was able to grasp both leaflets; however, the mr was not reduced and the device was removed, with the clip un-implanted. During retraction of the cds, the clip did not enter the steerable guide catheter (sgc) smoothly and caught on the tip of the sgc. The clip was easily removed from the sgc and was retracted into the sgc. During removal of the cds, the sgc was inadvertently pulled back; however, the tip of the sgc remained in the left atrium. The physician re-advanced the sgc deep into the left atrium. A second cds, 80718u137, was advanced through the steerable guide catheter (sgc). During advancement of the cds, the tip of the sgc was not visible in echocardiogram. When the tip of the cds entered the tip of the sgc, the patients blood pressure dropped and a pericardial effusion was seen near the left atrial appendage. The case was aborted and the sgc and cds were retracted. Pericardiocentesis was performed and the pericardial effusion resolved. The patient was then converted to a surgical procedure and a tear in the roof of the left atrium was repaired. It is unknown which device caused the pericardial effusion. Although an additional mitraclip procedure was scheduled, the patients condition declined and the patient died on (B)(6) 2018 of causes related to septic shock followed by multi-organ failure. No additional information was provided.